Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Spouse left voicemail on wife's behalf. Spouse reported wife has a stryker knee and is experiencing a "lot of trouble". He noted patient had allergy testing done but results indicated no allergies.